Manufacturer narrative:
As the lot number for the devices were not provided, a lot history review was not performed. The samples were not returned to the manufacturer for inspection/evaluation, however; medical records were received for evaluation. Therefore investigation is confirmed for perforation and material deformation for both the alleged malfunctions. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced material deformation and perforation. This information was received from multiple sources. The two reported malfunctions involved two patients with no consequences. The patients were reported to be a (B)(6) year old female weighing (B)(6) lbs and a (B)(6) year old male who's weight was not provided.